Event description:
It was reported that during an anterior cruciate ligament procedure, the blade broke at the mount. It was also reported that the broken pieces did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR has not been returned to manufacturer for evaluation. A full documentation review was carried out, no issues were identified which may have contributed to this alleged event. The root cause is undetermined.